Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during post-operative follow up, the physician identified limb occlusion in the endurant 16x20x82 iliac limb. Per the physician, the cause of the occlusion might be due to the distal iliac artery being too small for the 16x20x82 flare stent graft. No additional clinical sequelae were reported and the patient will continue to be monitored. Film review analysis: review of films at implant confirmed that an endurant bifurcate was implanted just below the level of the renal arteries. The ipsi limb was placed up the right side, and extended into the distal right common iliac artery, which narrowed in diameter near the iliac bifurcation. Pre-implant measurements of the right iliac were not able to be performed as no measurement scale was seen on the films. The contra limb was then seen placed into the left common iliac artery. A final still angio image showed no obvious endoleak, the limbs were patent, and no stent graft kinks or compression were seen. The distal end of the right iliac limb measured approximately 12mm, and the distal end of the left limb measured 17mm. The exact cause of the occlusion reported in the right limb could not be determined. The reported occlusion could not be assessed; images from the study which identified the occlusion were not available for review. It is possible that limb oversizing at implant within the narrowed distal right iliac artery may have led to the occlusion.

Event description:
Additional information was received for this case. It was reported that the patient had an iliac angioplasty and femoral-femoral bypass. The patient&#38112;blood flow was restored.

Manufacturer narrative:
(B)(4).